Manufacturer narrative:
The component was returned and evaluated by the supplier. A review of quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found the catheter was kinked 21 cm from the sensor case. There was a bend in the catheter 40 cm from the connector. These did not appear to affect functionality of the device. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the icp was measured and displayed an abnormal score on (B)(6) 2017. The surgeon performed revision surgery to replace icp sensor to another sensor (article number was unknown). Although the displayed score was an abnormal, the patient¿s condition was stable. The patient is (B)(6), male and his initial is t. The surgeon commented that the surgeon got used to use device in question, and was suspected the product defect. There no adverse consequences to the patient. No further information was provided by the hospital.